Event description:
It was reported that the patient only had relief for the first year since implant when morphine was used in the pump. The patient did an x-ray the week prior to the date of this report. The x-ray was inconclusive so the doctor decided to have the patient do a magnetic resonance imaging on the date of this report to see if the patient has a bulging disc or nerve pain. It was noted that he pump was ¿not working.¿ the patient could hardly walk since (B)(6) 2012 and she got ¿burning going down both sides of her legs.¿ the patient planned to see a doctor the week after the date of this report for refill and to see if she needed ¿to burn some nerve¿ or have a nerve stimulator implanted. The pump was used to deliver dilaudid and an unknown drug. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).